Event description:
On (B) (6) 2009, the pt was implanted with an scs system. The pt reported feeling electrical shock whenever the stimulation was turned on. An x-ray was taken and revealed that the lead had broken. The pt's lead was replaced. The lead had normal impedance during intra-operative testing and the pt was satisfied with the stimulation. Later that day the pt reported feeling the electrical shocks again. On (B) (6) 2010, the pt's ipg was replaced. Intraoperative testing showed normal impedance. Pt was able to feel stimulation in the desired area. The sales rep then downloaded the pt's programs into the programmer and turned on the stimulation. The pt continued to complaint of feeling light electrical shocks.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.